Event description:
The customer reported the system disabled an x-ray error message, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was adjusted and the video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.